Event description:
It was reported via a clinical trial, that a physician trained in the use of the proglide device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after arteriotomy closure tissue oozing developed at the groin side. A femostop was applied for the groin ooze. There was no adverse pt effect reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.